Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, "dislocation and subluxation due to inadequate fixation, malalignment, malposition, excessive unusual and/or awkward movement and/or activity, trauma, weight gain, or obesity."

Event description:
It was reported that patient underwent right total knee arthroplasty on (B)(6) 1995. Subsequently, patient was revised on (B)(6) 2015 due to tibial subsidence. The tibial tray and bearing were removed and replaced and a stem was implanted.